Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. The customer advised that they wish to repair the iabp unit them, as it is not covered under warranty or service contract. The getinge field service engineer (fse) reached out to the customer and was advised by the biomed technician that the unit¿s batteries are about two years and would not hold a charge for more than 20 minutes. The customer reported that they will be changing the batteries themselves. Several attempts have been made to the customer to obtain the status of the iabp unit. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly. The full name of the event site is (B)(6) hospital.

Event description:
It was reported that during off-label use while walking the patient around the hospital, the batteries on the cs300 intra-aortic balloon pump (iabp) were not holding a charge. No patient harm, serious injury, or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer wanted to repair the iabp themselves. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that the batteries on the cs300 intra-aortic balloon pump (iabp) were not holding a charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.